Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a competitor right atrial (ra) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms. All other measurements were within acceptable range and testing of the system could not reproduce any out of range readings. An x-ray taken of the system indicated the terminal pin of the ra lead might not be fully inserted into the header of the ICD. Additional information provided from the field indicated that no intervention will be performed and the patient will continue to be monitored. No changes were made to the ICD and it remains implanted and in service. No adverse patient effects were reported.